Manufacturer narrative:
A ge rep evaluated the system and replaced the universal node circuit board. The system operates as intended.

Event description:
The customer reported a loss of live image. There is no report of pt injury or death.